Manufacturer narrative:
The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. Address information was not able to be obtained.

Event description:
It was reported that while using an unspecified bd texium¿ closed male luer a clinician and/or any patients have encountered four leakages within the last month. The following information was provided by the initial reporter: clinician experienced: leakage 4.

Event description:
It was reported that while using an unspecified bd texium¿ closed male luer a clinician and/or any patients have encountered four leakages within the last month. The following information was provided by the initial reporter: clinician experienced: leakage - 4.

Manufacturer narrative:
H6: investigation summary: no samples were received for investigation of complaint reference (B)(4) reported via post market survey; however, the customer reported that leakage was detected from the bd texium¿ needle-free syringe product. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. H3 other text : see h10.